Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. The logs revealed pmd communication issues. The root cause of the aic - controller failure (red alarm) could not be determined due to the inability to reproduce. D.2 revised common device name since the initial manufacturer device report 1220648-2024-13925 was submitted in accordance with updated procedures. E.1 added fax number as it was inadvertently omitted from the initial manufacturer device report 1220648-2024-13925. G.1 revised reporting contact email since the initial manufacturer device report 1220648-2024-13925 was submitted in accordance with updated procedures.

Event description:
The complainant was placing an impella cp to support a patient with cad and having a hrpci. The automated impella controller (aic) failed and was replaced prior to support being successfully initiated.

Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.